Event description:
The complainant reported that on (B)(6) 2013, a female patient was admitted to the facility's emergency room with an altered mental state, in ventricular fibrillation arrest, without a pulse and intubated. The patient was diagnosed with viral myocarditis. The patient was very labile, and her blood pressure was 60/38. The patient was administered multiple high doses of pressers and inotropes in an effort to maintain the blood pressure. An impella lp2.5 was implanted in through the patient's right femoral artery, without the aid of a guide-wire. The 13fr peel-away sheath was left in place. The physician reported that during device placement the clinicians shot the femoral to see flow, administered full drugs and the device was clamped down to maintain pressure. There were no issues the night of implant with the patient's groin or limb. The following day, on (B)(6) 2013, there were multiple "pump position unknown" and "pump position wrong" alarms displayed on the controller. The issues were resolved, by repositioning the catheter. The patient was reported to have shown signs of improvement. On (B)(6) 2013, after 23.03 hours of successful support, the impella was explanted without issue. The following day, on (B)(6) 2013, an issue developed with the patient's right limb that necessitated amputation.

Manufacturer narrative:
The impella lp2.5 pump was not returned for evaluation, as it was discarded subsequent to use. There was no indication from the complainant of any malfunction of the device. The physician reported that there were no issues during and after the placement of the device, other than the need to reposition the catheter. The physician reported that the impella lp2.5 support was responsible for keeping this patient alive, and if not for the device this patient would have expired. The device removal label for the provided pouched tyvek-sealed tray that contains the 13fr introducer kit warns the user of the following: attention: the 13f peel-away introducer has to be removed after pump insertion or prior to transportation to transportation to ICU/ccu. The manufacturer will continue to investigate all reasonably obtainable sources of information and will provide results and updated conclusions in a supplemental report when completed. (B)(4).